Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent comprehensive evaluation. The reservoir was subjected to microscopic inspection and leak testing. Microscopic evaluation revealed that the reservoir strain relief kink resistant tubing (krt) junction had a hole consistent with sharp instrument damage. Leak testing revealed that the reservoir strain relief krt junction leaked from the same damaged location. The first cylinder underwent microscopic inspection and leak testing. Microscopic evaluation revealed that the first cylinder had a hole in the outer tube due to krt wear at the proximal end. Additional wear was observed at fold locations in the proximal end and middle of the cylinder, and the krt was worn to the filament. Leak testing revealed that the first cylinder had a small leak originating from the worn area at the proximal end. The second cylinder underwent microscopic inspection and leak testing. Microscopic evaluation revealed that the second cylinder had wear at fold locations in the proximal, middle, and distal sections of the cylinder. Leak testing revealed that the second cylinder did not exhibit leakage. The pump underwent microscopic inspection, leak testing, and functional testing. Microscopic evaluation revealed that the ms pump cylinder krt strain relief was torn due to sharp instrument damage. Leak testing revealed that the ms pump cylinder krt strain relief leaked from the damaged location. Functional testing revealed that the ms pump did not pass activation testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was reviewed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the available information and analysis results a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was explanted for unspecified reasons. However, upon analysis of the returned components, a device issue was noted. No further information was reported.